Manufacturer narrative:
H-10-additional device ID provided. No product returned therefore no evaluation can be performed.

Event description:
Upon opening the carton and removing the oxy, the perfusionist noted an opening in the pouch and sterility was compromised. No pt involvement occurred.